Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and diaphragmatic stimulation in all vectors. The physician opted to implant a new left bundle lead. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.